Event description:
It was reported that during surgery on (B)(6), 2023, the device was not cutting properly. The taken graft was damaged and a second graft was taken with another device. It is unknown if sutures were required but the patient will have an unfavorable scar due to the malfunction. It is unknown if there was a delay in the procedure. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was damaged and out of position. The control bar was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.